Event description:
I was burned in an MRI machine on (B)(6) 2016. I had a bad thermal burn and it burned the base of my head in the cerebellum. I had a heavy metal test done; I am poisoned with gadolinium. I have gadolinium deposition disease. I lost vision. I have skin issues. I am sensitive to the emf around me. It gave me peripheral neuropathy. My body never stops, burning or itching. I have ringing in the ears. My feet burn and itch. I have muscle spasms. I have brain fog. My fingers and toes and feet would curl in like a muscle spasm. The emf around me will make my neuropathy worse. They need to take this gadolinium off the market. It is destroying people's lives. We need special insurance to get help and the doctors need to go back to school to learn how to help us. It has been 10 years now and I am still suffering. I have ptsd over this. Something needs to be done now.